Event description:
It was reported that a pta balloon ruptured and loose and broken fibers were observed upon removal from the pt. The device was being used for post dilatation of three bare metal stents. After multiple inflations to 24 atm (at rbp) were performed, it was observed that the pta balloon would no longer hold pressure. The device was removed from the pt without incident and upon removal, a balloon rupture and loose and broken fibers approx 1-2 cm in length were seen. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number to date. The sample has not been returned to the MFR to date. The investigation is currently underway. This event involves two devices and is associated with the same pt in the event reported under MFR report no. 2020394-2009-00409.